Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 56 mg/dl. The customer ate to stabilize bg level. The customer stated to have had surgery for cartilage in hip recently and spoke with the health care provider who recommended the customer increase carbohydrates while recovering. During troubleshooting with tandem technical support, it was reported that the customer was overfilling cartridges and the cartridge was leaking from the bottom. The customer loaded the cartridge with 500 u. The customer was able to load a new cartridge. The customer was educated to not overfill cartridges